Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that the axsym digoxin iii assay which is generating error code (ec3 1118, invalid test result, intercept too low) when running a patient sample. No additional patient information was provided. No suspect patient results were reported from the lab. No impact patient mgmt was reported.